Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 86 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarm on pump alarm history screen noted. The device had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.